Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer 1.2 was broken. It opened; however, upon closing, it did not latch properly. The customer checked the back panel and identified that the latch was broken. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-jan-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the sliding rails were sticking, resulting in improper operation. A field service engineer (fse) removed all cubie pockets from drawers 1.1 and 1.2, powered down the device, and replaced the affected drawer with the customer provided from site. The system was restarted, and the drawer was reconfigured to the station, and the drawer was confirmed to be operating successfully. Later fse replaced the site drawer with new one. The system functioned as intended after the field service engineer repaired the device.